Event description:
It was reported that patient underwent primary knee surgery on (B)(6) 2012. Revision procedure was performed on (B)(6), 2012 due to tibial mal-alignment. No further information was received.

Manufacturer narrative:
The reason for revision was mainly tibial mal-alignment. Review of the manufacturing history reports and inspection sheets for the returned items showed no abnormality and one deviation that was not applicable to the investigation.dimensional evaluation was completed with the results confirming that the dimensions were correct and to specification. All items were marked correctly per specification.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.